Event description:
It was reported the patient presented for initial procedure. During implant, the physician attempted to program the pacemaker but was unable. The physician elected to complete the procedure with another device. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to program was confirmed. The pacemaker was received for analysis. Interrogation found the device image severely corrupted which caused the device to revert to backup mode preventing programming. After reloading the product code, analysis could not reproduce the code corruption. The cause of the code corruption could not be determined. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.